Event description:
Customer reported device =200 + mg/dl. Customer went to the doctor. Doctor device = 109 mg/dl several months ago and he put patient on medication. Cust0mer went to hospital and their device = 109 mg/dl. No treatment was received. No controls used. A request was made for return product and replacement product was sent.